Event description:
Customer reported a hospitalization for high blood glucose. The blood glucose reading was 602 mg/dl. She stated that she had received a no delivery alarm. Customer was unable to troubleshoot for this issue because the reservoir and infusion set were changed. She stated that she remembered that the cannula was bent. She was treated with IV fluids. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.